Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 30 ml in the reservoir. Visual examination of the unit confirmed a leak inside the housing. When red-colored water was added to the reservoir, a pin-hole leak was immediately detected on the reservoir near the white set-cap post. No evidence of leak was noted from "the stress member" because a stress member is not a component of the coiled-tube infusor device. The root cause of the leak was determined to be a pin-hole sized hole on the surface of the reservoir. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter (B)(4) received a report that an infusor leaked from the connection between the reservoir and the stress member during patient use. The device was filled with a solution of morphine and saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The sample is available. No additional information is available.